Event description:
Device issue: stent fracture. Time of device issue: post procedure. The following event was noted through a periodic article review: it was reported that a prospective study was performed on 341 patients in whom carotid stents were implanted since (B)(6) 2004. The purpose of the study was to identify and evaluate the prevalence of carotid stent fracture, risk factors, and clinical relevance. This patient experienced xact stent fracture, grade 2, as revealed on plain radiography at 12 months. Treatment information, if any, was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but is not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other devices post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture could not be determined. All xact stents are 100% visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested verify proper stent deployment.